Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of critical battery alarms and premature switching events prior to batteries reaching the 25% threshold. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01158, 01159, 01160 and (B)(4)) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by a patient that they have experienced power switching with the controller and batteries. It is noted that after a controller exchange the patient was still experienced the issue. The controller and batteries were exchanged from hospital stock with no reported consequences or impact to the patient. No additional information was provided. This is report 1 of 3.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of critical battery alarms and premature switching events prior to batteries reaching the 25% threshold. Analysis of con183844 revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01158, 01159, 01160 and bat052981-2016-00392, 00393, 00394) submitted for devices related to the same event. The follow up #1 was submitted on 01/23/2016 but there was no acknowledgements received. A second attempt was performed on 01/26/2016 and the acknowledgement came back as a duplicate. The manufacturer has reviewed all documents and files to check for duplicates none were found. Follow up #2 has been created to attempt to complete filing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01158, 3007042319-2015-01159 and 3007042319-2015-01160 ) submitted for devices related to the same event. Device has not been received